Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer blood glucose level was 143 mg/dl at the time of incident and current blood glucose level was 224 mg/dl. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.